Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document review results: the patient's bone quality was not reported. Hard bone quality could cause difficulty in threading a polyaxial screw. It was reported that the hole was prepared prior to putting in the polyaxial screw and that the second attempt to put a screw in was successful. This may could be a result of insufficient tapping prior to screw insertion. Therefore, the cause is multifactorial. Conclusion: hard bone quality and insufficient tapping prior to screw insertion could have contributed to this event. The root cause is multifactorial.

Event description:
It was reported that while inserting an oasys cancellous screw the screw stopped half way. The dr. Was unable to completely insert the screw and he was also unable to remove the screw. Both the polyaxial screw driver and poly adjustment driver were used to attempt to take the screw out. The screw appeared to be stripped at the head of the screw. Once the screw was removed another screw of the same size and diameter was inserted without incident.

Event description:
It was reported that while inserting an oasys cancellous screw the screw stopped half way. The dr. Was unable to completely insert the screw and he was also unable to remove the screw. Both the polyaxial screw driver and poly adjustment driver were used to attempt to take the screw out. The screw appeared to be stripped at the head of the screw. Once the screw was removed another screw of the same size and diameter was inserted without incident.